Event description:
It was reported that the device would intermittently lose power or the screen blanks on and off. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the caller technical assistance and the power pcb assembly part number info to trouble shoot the problem. F/u with the reporter confirmed that power pcb replacement resolved the device issue. The device has been repaired and returned to svc for use. The removed power pcb was not returned to physio-control for analysis.